Manufacturer narrative:
Additional information: the device was safely removed from the patient without intervention. No vessel damage was noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the amphirion deep pta balloon catheter was received loosely coiled within a nested series of sealed plastic biohazard pouches. No ancillary devices nor procedural images were received for analysis. The lot number data printed on the y-manifold is consistent with the lot number associated with the reported event. The amphirion deep balloon catheter was visually examined. The catheter exhibited a rupture of the outer sheath just proximal to the balloon chamber. The directionality of the rupture appears to be distal to proximal. It appears that the outer sheath was advanced against a hard surface as the catheter was advanced to the targeted vessel anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an amphirion deep pta balloon during procedure to treat a little calcified lesion in the distal posterior tibial artery (pta). The vessel was moderately tortuous and slightly calcified. A non-medtronic inflation device was used for the inflation of the balloon. No damage was noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. The device was prepped per IFU with no issues identified. The device was not passed through a previously deployed stent. There was no resistance encountered during advancement. During balloon inflation, balloon rupture occurred at 6atm. It was reported that the balloon was put into lesion site. There was balloon rupture during inflation,the balloon was pulled out of patient's vasculature. There were no parts left in patient upon inspection. Another balloon was used to complete the procedure. There was no patient injury reported.